Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was unknown at the time of incident. The customer reported that the no delivery alarm was resolved by changing the infusion set. The customer also reported that they had high blood glucose of 472 mg/dl and was treated with manual injection. The insulin pump will not be returned for analysis.